Manufacturer narrative:
The results of the x-rays confirmed that no pieces fell into the patient during the procedure. The snowden-pencer maryland dissector insert subject of the reported event was returned to steris for evaluation. Upon inspection of the device, it was observed that the pin that secures the rod and jaw together was fractured and the jaw on the device was found to be broken off. Due to the evidence of mechanical overstress damage with the returned device, the reported event is attributed to excessive force during use. The following warning can be found in the snowden-pencer maryland dissector insert IFU, "avoid mechanical shock or overstressing the devices; this will cause damage." A steris account manager conducted in-service training with user facility personnel on the proper use and operation to the snowden-pencer maryland dissector insert. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure with their snowden-pencer maryland dissector insert the pin that holds the rod and jaw together "came out". The procedure was completed successfully utilizing an additional device. Report of procedure delay. No report of injury. The patient received medical intervention (x-rays) following the reported event as a precaution.